Event description:
During a surgery in a hospital, the user had problems with the inion cps baby screws (two screw sizes, refs reported separately). There was a 60-minute delay in a patient's cranial operation due to screw picking problems from the screw ring (it was reported that the screws did not stick to screwdriver and screws dropped from the screwdriver after picking) and screw placement problems (screws broke during insertion). Besides the 60-minute delay, no other patient harm was reported. The surgery was completed by using inion cps baby screws.

Manufacturer narrative:
No other similar complaints have been received for this product batch, and a review of the batch manufacturing records confirmed that the product batch is in specification. The occurrence rate of inion cps baby screw breakage during insertion was evaluated and determined to be very low. The difficulties related to screw handling and placement, which contributed to an extended surgical time, were assessed and determined to be associated with deviation from the screw picking and placement technique described in the inion cps baby instructions for use (IFU). The recommended technique outlined in the IFU may not have been followed in this case. It is also recognized that the use of inion cps baby screws involves a learning curve, as the bioabsorbable material properties differ from those of traditional titanium screws, resulting in different insertion characteristics. The surgeon was a first-time user to the inion cps baby system. Residual risks related to screw breakage and other problems during insertion are identified in the risk analysis of the inion cps and inion cps baby and presented in the inion cps baby instructions for use.